Event description:
It was reported that an ilet user experienced an inability to charge the device, evidenced by the charging pad emitting no light and the ilet not showing a solid blue status light, with confirmation that the beta bionics charging pad and wall adapter were used and proper device orientation was followed. Symptoms included a transient elevated blood glucose of 215 mg/dl for about one hour without reported clinical sequelae. Outcomes included the user continuing therapy without backup treatment and no medical intervention or hospitalization. Investigation included phone-based troubleshooting, reconnection of the adapter, use of alternate wall outlets, verification of dry components, removal of potential inductive interference, and confirmation that the ilet charged when a different wall outlet was used. Investigation of this case revealed that the charging issue was attributable to a nonfunctional or incompatible wall outlet and that charging was restored at an alternate outlet; a replacement charging pad and wall adapter were shipped as a precaution. It was concluded, based on previously established findings for similar reports, that the cause was user environment related to the power source, with device function acceptable when powered appropriately.